Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for her son via phone call that he was hospitalized due to diabetic ketoacidosis on (B)(6) 2017 10:30am with blood glucose of over 600 mg/dl, patient's current bg: 119 mg/dl. Customer reported that 2 sets fell off and the cannula bent on the other. The customer experienced symptoms such as vomiting. The customer was treated with pump. Customer reports they have contacted their healthcare professional regarding the high blood glucose level. The customer was wearing the insulin pump during the hospitalization. Based on customer report, customer does not allege pump was under delivering. Customer is not calling back to perform an hp test . Customer declined further high blood glucose level troubleshoot. The insulin pump will not be returned for analysis.